Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a leak from a crack beneath the drip chamber while infusing ivig intravenous immunoglobulin . There was no report of patient harm. The IV was in use for less than 2 hours.

Manufacturer narrative:
The customer¿s report of leak was not confirmed. Visual inspection was performed on the primary set to look for defects such as cracks, kinks, tears and separations in the tubing and the rest of the components. No damage was observed anywhere on the set. Functional and pressure testing resulted in no leaking observed anywhere on the set. The root cause of the customer¿s report of a leak was not identified.

Event description:
Approximately 20 ml of liquid dripped on the IV pump and pole.